Event description:
It was reported that the customer had an accident 5 years ago because of a recall on her infusion sets. The customer stated that she passed out three times on the table because the infusion set gave her insulin when it was not supposed to. The blood glucose level at the time of hospitalization was unknown. The customer called to verify whether there is a recall on her current infusion sets. She reported that her blood glucose was 65 mg/dl, and she treated by consuming two fruits and a soda. The blood glucose reading was 139 mg/dl at the time of the call. The customer declined troubleshooting. Advised customer that there was no recall on her infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.